Event description:
Customer reportedly took 21 units of humulin n at 9:30am and felt hypoglycemic at 9:45am. Customer ate gummy bears and then tested on aviva system at 10:00am with a result of 300 mg/dl. Within 10 minutes, the customer obtained a result of 79 mg/dl on the aviva system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.